Event description:
It was reported to nova biomedical that a consumer received a result of 44 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 143 mg/dl. At another time, he received a result of 132 mg/dl and immediately tested again getting a result of 446 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.